Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from (B)(6) 2020 - (B)(6) 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked prior to patient use. It was further reported that there was no visible damage (cracks/holes) to the device. The set was filled with 3950mg fluoruracil. There was no patient involvement. No additional information is available.